Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, stating that the up arrow, down arrow, and ok keypad buttons were hyper responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 02/13/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad peeling at the ok button. The up, ok, and down buttons have an intermittent response. The ok button is hypersensitive and will scroll when pressed. Removed keypad and found the ok contact inverted and contamination under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.